Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred. Reportedly, the customer declined troubleshooting as the customer did not believe the pump was the issue since the customer believed the insulin was expired. The customer's blood glucose (bg) level was 232 mg/dl. Additionally, it was reported that the customer filled tubing with approximately 40 units without being disconnected from the site. Reportedly, the insulin gauge was inaccurate. At the end of the report, the customer's bg level was around 193 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.